Event description:
Per the additional information received, during a cardiac intervention, the physician encountered difficulty crossing a calcified lesion. The vessel and lesion are unknown. As the device was being retrieved, the stent dislodged near the target lesion. The stent was retrieved using a double wire technique. There was no reported patient injury. Information received indicates that the delivery system appeared normal when it was removed from the packaging and inspected before use. There was no negative prep or resistance met during the advancement of the stent delivery system prior to the stent dislodgine from the balloon.